Event description:
The patient presented in clinic after experiencing a vibratory alert. Upon interrogation, the device was found to be in back up mode. The patient had recently undergone a MRI. Technical support was contacted and confirmed the device had gone into back up mode due to the MRI. Technical support recommended reprogramming to resolve the event. The device was reprogrammed. The patient was stable.